Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the hospital reporting a system controller fault alarm. The controller and modular cable were exchanged, the modular cable due to severe damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system controller fault alarms was confirmed via log file review. Submitted log files revealed that on 22oct2024 at 11:25:42, a controller internal fault alarm activates due to an active backup battery test circuit (error code f25). The alarm was active for the remaining duration of the log file. Driveline disconnect and associated alarms activated on 22oct2024 at 16:41:50 which is consistent with the reported controller exchange. The pump was able to maintain speeds above the lsl when the driveline was connected. Pump operation was not affected. Per provided information, the product was disposed and will not be returned, the customer did not provide any pictures. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed the system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook rev d, under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.